Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damaged at implant. The stylet was stuck in the lead-distal coil. Visual analysis noted that the lead insulation was punctured with a syringe to inject alcohol to remove the stylet from the distal coil which was stuck due to dried blood. The stylet was unable to be removed.

Event description:
It was reported that during an implant attempt of a high voltage lead, the lead could not pass through the patient's vasculature. The lead was explanted and replaced. No patient complications have been reported as a result of this event.